Event description:
(B)(4). Towards the end of 2009 I had an essure implantation via (B)(6). It was only a few months later that I began having extremely painful periods. I have been suffering from intense cramping, chronic fatigue, bloating, heavy periods, joint pain, migraines, back pain and have gained considerable weight. My memory is not as sharp as it once was and I often feel as if I am walking around in a haze. I experience cramping before, during and after my period. I also get cramps during intercourse. I often have severe mood swings as well.